Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for closure and hemostasis; however, hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The patient was undergoing a lower limb arterial stenosis recanalization procedure. The procedure involved retrograde puncture via the right femoral artery using a cordis short sheath. The device was withdrawn at a 40° angle, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The indicator window turned solid black, and after pressing the plug deployment button and removing the device, hemostasis was not achieved. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for closure and hemostasis; however, hemostasis was not achieved and closure failed. Manual compression was then used to achieve hemostasis. A hematoma was observed at the puncture site a few minutes after manual compression. Anticoagulant or antiplatelet medications were used, but dosage details were not available. No multiple stick attempts were made. There was no reported patient injury. The patient had a medical history of coronary artery disease and was undergoing a lower limb arterial stenosis recanalization procedure. The procedure involved retrograde puncture via the right femoral artery using a cordis short sheath. The device was withdrawn at a 40° angle, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The indicator window turned solid black, and after pressing the plug deployment button and removing the device, hemostasis was not achieved. No visible damage was noted on the device or packaging prior to use. The femoral artery suitability was verified by angiography, including confirmation of appropriate sheath insertion angle and vessel diameter equal to or greater than 5 mm. There were no signs of calcium, plaque, stents, stenosis >50%, prior closure within 30 days, or pre-existing hematoma, fistula, or pseudoaneurysm at the access site. The plug was deployed properly without dislodgement. Fingertip compression was maintained during device removal. The physician has had many years of experience using the exoseal vascular closure device (vcd). One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. A review of the manufacturing documentation associated with lot 18419966 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿plug inability to achieve hemostasis¿ and ¿hematoma¿ were not observed through analysis of the returned devices as the exoseal device was received fully deployed with no plug returned for analysis. Additionally, the internal mechanism did not have any anomalies noted. Also, due to the nature of the event, without procedural images, the cause of the reported issue could not be evaluated since patient related events cannot be duplicated in the lab. The exact cause of the issue experienced could not be conclusively determined during analysis. Access site hematomas are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decreased mobility of the affected limb in order to promote coagulation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.